Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No battery/power anomalies or prime/fill anomaly noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not beep when doing priming and insulin pump rejects new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.